Event description:
On (B)(6) 2021 the customer reported an erroneous non-reproducible elevated bhcg (access total b- hcg, part number (B)(4) and lot number 124444) was generated on the customer's access 2 (access 2 immunoassay analyzer, part number (B)(4) and serial number (B)(4)) on (B)(6) 2021. The erroneous elevated bhcg result of 354.31 miu/ml was reported to the ordering physician who questioned the result as not matching the expected clinical diagnosis; the physician requested the sample to be retested for bhcg. The sample was retested on (B)(6) 2021 on access 2 serial number (B)(4) and an alternate access 2, serial number (B)(4) and lower results (0.03 miu/ml and 0.05 miu/ml, respectively) were obtained. The customer also reported that the patient was redrawn on 05nov2021 and 07nov2021 and lower bhcg results were obtained (results of these redraws were not provided for review). There was a report of change to patient treatment or management in connection with this event. A written attempt was made to obtain additional information regarding change to treatment; however, the customer reported they did not know what patient treatment was performed in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample was a heparinized plasma, noted to be clean with no evidence of fibrin or clots. Sample collection, processing and storage information were not provided by the customer.

Manufacturer narrative:
The full patient identifier for this event is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity and race. The access total b- hcg reagent was not returned for evaluation. System performance indicators of passing system checks and quality control recovery did not demonstrate an issue with the system. Beckman coulter customer technical support (cts) assisted the customer in performing hardware verification. Review of customer provided data shows the customer performed a 15 replicate precision study which recovered within specifications. A beckman coulter field service engineer (fse) was dispatched to the customer site. On (B)(6) 2021 the fse performed a preventative maintenance (pm) on the access 2 instrument. There were no reports of issues observed during the pm. In conclusion, the cause of the event cannot be determined with the available information.